Event description:
Customer reported false negative troponin I (tni) results on triage cardiac panel test vs. Siemens instrument. Customer complaint that results of tni from triage test did not comply with the clinical picture. The patient did have clear symptoms of mi, but the triage cardiac panel did not show it clearly while the siemens instrument gave expected results.

Manufacturer narrative:
Investigation pending.